Event description:
It was reported by service report that the pt right side rail cannot be locked in the up position and the fowler was stuck. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler.